Event description:
Patient got shocked for a vf episode while sleeping. However, the iegm shows noise on the rv lead, causing the patient to get inappropriately shocked. Possible lead integrity issue. This lead was capped on (B)(6) 2016.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.